Event description:
The user reported that air entered the system when they ran out of contrast during a coronary angiographic procedure and they did not notice. Micro bubbles were injected into the patient's coronary artery. The patient had no symptoms and did not require treatment. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. The lot number was not provided. A review of the device history record and the complaint database could not be completed for lot specific information. The user indicated the air entered the system and was injected into the patient after the contrast was depleted. Merit is unable to determine an exact root cause without the actual device.